Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm keypad anomaly and low battery alert due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. Customer stated that center and right button was not responding. The customer stated that there was low battery alarm. The troubleshooting was performed for keypad anomaly and low battery. The customer was advised that the insulin pump would need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.